Event description:
Additional review notes intermittent ventricular under sensing due to low amplitude ventricular arrhythmia may have been observed.

Event description:
Related manufacturer report # : 2017865-2023-50542; 2017865-2023-50543. It was reported that the patient expired. It was noted that the implantable cardiac defibrillator (ICD) was detecting some right ventricular (rv) oversensing and the patient was shocked. It was noted that ventricular fibrillation therapy assurance (vfta) kicked in and was reading nearfield since the far field was not picking up anything due to the low amplitude of ventricular arrhythmia. A physician concern was made with regards to rv oversensing on icds.